Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m91l5u. The analysis results for the el5ml device found that it was returned with the shaft bent. Due to the returned condition of the device, no further testing could be performed to evaluate the reported incident of sticking clips. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon described the clips as sticking. Another like device was used to complete the procedure. There were no adverse consequences for the patient.